Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 28-april-2024, it was reported by the patient that he received an insulin flow blocked alarm. In troubleshooting blockage located in the tubing. No further information was available